Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the patient was in the hcp's office and reported to a nurse that the patient felt her pump had flipped. Three different nurses attempted to aspirate baclofen from the reservoir and none of them were able to reach the reservoir. The patient was not showing signs of withdrawal and had oral baclofen to use if needed. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. As an intervention, the patient was sent for x-rays of the pump area. The patient had an upcoming appointment with the implanting surgeon on (B)(6) 2017 to assess the situation. It was unknown if the issue was resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.